Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded and leaking catheter was confirmed. The product returned for evaluation was one 5fr tl powerpicc solo catheter. A gross visual inspection of the returned catheter found that a longitudinally aligned tear was present between the 0 cm and 2 cm depth markers. Surrounding the tear site was deformation of the catheter tubing, giving the tubing an oblong shape. The tear was aligned along the 'corners' of the oblong shape where the degree of curvature was higher. Microscopic inspection of the tear site found that the fracture had rounded edges and a granular surface. Both features indicative of tensile stress. A cross-section of the tubing was taken at the tear location. Inspection of the cross-section found that the lumens were deformed, indicating that the deformation had occurred both externally and internally. Based on the observed features, it is likely that the unit experienced compression damage, leading to tensile stress forming along the points in the catheter tubing where the degree of curvature was higher and eventually forming into a fracture. The catheter was then tested for occlusions by flushing each lumen with water using a 12ml luer lok syringe. During testing, an occlusion was identified in the white lumen. The occlusion was pushed out using a guidewire and determined to be a mass of biological material. It is likely that the presence of the compression damage related tear created an open system allowing blood to be introduced into the catheter at an unintended area, causing blood to accumulate and coagulate. Therefore, the occlusion is a cascading event of the tear. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a nurse and a PICC nurse were unable to flush or obtain blood return using a triple lumen PICC. After removing the dressing and repositioning the PICC, saline was observed on the patient's skin while attempting to flush. The PICC was noted to be damaged near the securacath and was subsequently removed. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.